Event description:
The customer stated that they think something was wrong with the insulin pump because their blood glucose was fluctuating from low to high levels. At the time of the phone call the customer's exact blood glucose was unknown but the customer stated that it was low, which was treated with food. The drive support cap was recessed. Everything was programmed correctly except for the date. The displacement test failed and the insulin pump alarmed motor error. The customer stated that the insulin pump was exposed to a MRI. The discontinuation of the device was advised. Customer called the next day for an inquiry and they stated that they did not have aback up plan so they were not eating in order to control their blood glucose level. In the morning the blood glucose was 128 mg/dl but at the time of the phone call it was 57 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. No motor error alarms or anomalies were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.